Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ driveline extension cable, model #: 100 / catalog #: 100 / expiration date: 31-may-2019 / lot#: d000003, UDI #: (B)(4). Device available for eval: no. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 22-may-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited above normal power consumption, an electrical fault alarm and a vad stop due to driveline disconnection from the driveline extension cable in use over 50 days after vad implant. The driveline extension cable was removed. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the driveline extension cable was returned for evaluation. The ventricular assist device (vad) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the driveline extension cable revealed that the device passed visual examination and functional testing. The driveline extension cable was able to connect properly at both ends with no electrical fault alarms logged during functional testing. Review of the log files revealed an electrical fault alarm logged on (B)(6) 2019 at 22:17:53 due to an open phase on the front stator, causing the vad to run on a single stator (rear stator only). A high watt alarm was subsequently logged 3 seconds later, indicative of the increased power consumption associated with the vad running on a single stator. As a result, the reported electrical fault alarm and high power events were confirmed. However, the reported "extension cable became fully disconnected" event could not be confirmed, as no vad disconnect alarms were logged within the analyzed period. As per the instructions for use, the driveline extension cable should only be used during the pre-implant test. It should not be connected when the vad is running. Based on the risk documentation, a possible root cause of the reported electrical fault alarm and high power events can be attributed, but not limited, to an improper connection of the driveline extension cable to the controller, an improper connection of the driveline extension cable to the driveline, or contamination in the connector(s). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.